Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the device does not hold a charge and may shutdown without warning, the keypad does not work properly and they cannot trust the saturation values being read by the device. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was charged overnight, then it remained on for two hours prior to emitting a low battery alarm and shutting down. Additionally corrosion was observed on the alarm parameters button preventing it from functioning properly. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.